Manufacturer narrative:
The device remains in patient.

Event description:
During the stenting procedure, it was reported that the stent was suboptimally deployed with the one of the markers on the stent going in the wrong direction. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
During the stenting procedure, it was reported that the stent was suboptimally deployed with the one of the markers on the stent going in the wrong direction. No clinical consequences reported to the patient.